Event description:
The hcp (healthcare professional) tried to perform a refill the morning of this report, but was not able to access the refill port. It was determined that the pump was flipped. The pump was flipped back into position and was refilled. The patient was instructed to follow-up with his surgeon to see if anything further needed to be done. The device system was delivering compounded baclofen. The outcome was not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 8709, lot# j11295r10, implanted: (B)(6) 2002, product type: catheter; product ID 8578, serial# (B)(4), implanted: (B)(6) 2014, product type: accessory. (B)(4).